Manufacturer narrative:
Concomitant medical product: 6947m62 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received one shock for an episode in the ventricular fibrillation (vf) zone that had an atrial arrhythmia in-progress at the time of therapy. There was suspected therapy for rapid ventricular rate during an atrial arrhythmia. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.